Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the healthcare provider reported that the patient experienced inaccurate cgm values 2 days after the sensor was inserted in the abdomen. Before 0600, the patient was sleeping and did not feel anything, and the husband (B)(6) called 911. When emergency medical service arrived, they checked the patient's bg and she was 20 mg/dl. The patient reported that the dexcom reading was around 100 mg/dl, and then she had signal loss. She did not know what was on dexcom screen when the paramedics arrived. Once her bg was checked, she was given glucagon, but she did not respond. She also mentioned that she had a seizure when the emergency medical technicians were there. She was taken to the emergency room where they treated her with IV and actos at some point. She stayed in the emergency department for 4 hours and she went back home. There was no documentation of further medical intervention for hypoglycemia. At the time of follow up, the patient was well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.